Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator displayed an error message during interrogation. After the device was returned to nominal settings, it was successfully interrogated. The device remained implanted.